Manufacturer narrative:
The complaint investigation for an employee who was splashed across the eye and face with waste from a dislodged tube for the external waste pump kit. The operations manual addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A review of the architect c802126 service history, revealed no additional issues of splashing from parts reported on the analyzer. No non-comformances or potential non-conformances were identified for the external waste pump kit. A 12-month review did not identify any trends for the external waste pump kit. The current product monitoring review of the architect platform found no trend of the architect c8000 with regards to the current issue. Based on the investigation, no systemic issue or deficiency with the architect c8000, (B)(6), or the external waste pump kit (list number 09d61-02) were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported that on (B)(6) 2021 at 4:20am, an employee was splashed with waste from a dislodged hcw tubing across the eye and face. The employee rinsed his eye with an eye wash solution, washed his face with soap, and then visited the emergency department. The employee was drawn for serology blood tests after being checked by the emergency room doctor: results (B)(6). The employee was wearing gloves and a mask, but no protective eyewear. The employee had no additional medical treatment for the splash to the eye. There was no adverse impact to the employee.